Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to open. A field service engineer found auxiliary drawer 6 broken, with an outdated magnet identified as the cause, replaced drawer 6 and proactively replaced drawer 5 as well since two drawers were available onsite, tested drawer 6 and its cubies, and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 failed to open and the associated cubies were inaccessible. Clicking sounds were observed during access attempts. There were no delay and adverse events or injuries reported based on this event.